Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident has not been returned to belmont medical technologies for evaluation. The set was discarded therefore could not be sent for review. A spike disconnect is visibly obvious to the user while interacting with the set. Other spikes can be used to continue infusion. In addition, the disposable set can be exchanged to continue infusion. No patient impact was noted as a result of the reported incident. Confirmation was obtained from the mdso that the set detailed in the incident was discarded and is not available for review. No pictures of the incident are available for review. A review of the DHR for the lot was conducted and shows no issues were noted during the manufacture of the device. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3- spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. The separation issue has been mitigated through corrective and preventive action #(B)(4), where automated bonding equipment was selected, validated and put into use to create a more robust seal between the tubing and spike. The current failure rate for this issue on this lot is 0.042% which is very low. A precise root cause of the disconnect could not be determined as the disposable set was discarded. From previous investigations, we have found the causes of the spike separation to be either an assembly issue where insufficient epoxy was applied to the spike, or a use issue where the tubing was grabbed to disconnect the spike (instead of the plastic spike itself). As the set was discarded, no device malfunction could be verified and the root cause could not be determined. Belmont will continue to monitor this issue moving forward.

Event description:
Belmont received mir reference number 2023/002/006/501/011 which detailed the following; seal broken around spike, unable to disconnect empty unit or reattach more units. Occurred on two spikes during massive transfusion protocol.